Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a really bad fall towards the end of the year, probably around december 15th, and the stimulator had not been working right since then. The caller fell backwards and landed very hard on their butt and thought they broke their tailbone, but the CT scan was fine. They have a lot of weakness in their legs from a failed back surgery and they fell on new year's day and ended up going face first and broke their nose. They had a CT scan of their head and back and nothing turned up on that other than a crack in their nose, so they kind of had that checked out. They didn't know if the leads have come loose or something was going on with that. They did feel it, and it was giving them pain in the rectum and vagina, but they couldn't set the setting higher because it was very painful. The problem was that it was bothering them and they had to have a CT and MRI of their neck last week and had to turn the device off. When they turned it off, all of the symptoms went away. They talked to the doctor's office and they suggested that they speak with the manufcaturer before they did anything. The agent reviewed that they could try changing the programs to see if that would help, but they had already done that. If they try to increase the number on the program, it makes the pain worse, especially when they lie down. It was not so bad when they were sitting. The patient was redirected to their healthcare provider (hcp) to further address the issue.